Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a pump exchange because of bleeding between the pump and the apical cuff. During the initial implant, the standard cuff was sutured and the pump was engaged and locked without difficults. Once cardiopulmonary bypass (cpb) was removed, significant bleeding between the pump and the cuff was seen by the surgeon despite the pump being locked and neither yellow line was seen. It was decided to go back on pump. The surgeon unlocked the pump with the unlocking tool and re-engaged and relocked on the cuff. Substantial bleeding between the cuff and the pump continued. The surgeon wanted to exchange pump and new pump was prepped on the back table with injectable normal saline. The pump was exchanged and locked into the existing standard cuff with the yellow lines not visible. The outflow graft (ofg) that was already sutured to the aortic anastomosis was connected to the pump. Cpb was weaned and the pump was started but significant bleeding continued. A new mini cuff was sutured and the second pump was attempted to lock to the cuff but the pump was unable to lock due to significant myocardial puckering. The mini cuff was removed and the second standard cuff was sutured. The second pump locked into place without difficulty and attached to the already present outflow graft (ofg). Cpb was weaned and the pump was started. There was no more significant bleeding between the cuff and the pump. The patient's chest was packed and left open. The patient was in the intensive care unit (ICU) with the intra-aortic balloon pump (iabp) still in place.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The reported event could not be confirmed, and a specific cause for the reported event could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 18.5¿ from the pump header. The distal portion of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock was properly engaged to the apical cuff upon the pump¿s return for evaluation. The silicone ridges around the edge of the apical cuff showed no evidence of damage. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled, and the returned apical cuff was connected. The cuff lock engaged with the cuff without issue and was not able to be pulled away from the pump by applying force with a tool. Rotating the cuff within the engaged lock found that the connection did not feel loose. Lubricating the connection with saline and reengaging the lock with the test cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. This process was performed with a test apical cuff, which resulted in the same findings. Compared to the test cuff, the rotation of the returned cuff felt and functioned the same. The cause of the reported blood leak and apical cuff engagement issue could not be conclusively determined. The account submitted two videos for evaluation. The first video showed the pump attached to the apical cuff in the chest cavity. The cuff was held with a tool and the pump was able to rotate around the cuff while the cuff lock was engaged. The second video showed the cuff being pulled up away from the pump using force with a tool, and the pump was again able to spin while the cuff lock was engaged; however, these videos could not conclusively determine if the cuff rotated easier than normal. The lvad event and periodic log files retrieved from the returned device captured events consistent with the implant surgery and appeared to show the device functioning as intended for the duration that it was powered. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25nov2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion. No device-related issues were identified during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The reported event could not be confirmed, and a specific cause for the reported event could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 18.5¿ from the pump header. The distal portion of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock was properly engaged to the apical cuff upon the pump¿s return for evaluation. The silicone ridges around the edge of the apical cuff showed no evidence of damage. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled, and the returned apical cuff was connected. The cuff lock engaged with the cuff without issue and was not able to be pulled away from the pump by applying force with a tool. Rotating the cuff within the engaged lock found that the connection did not feel loose. Lubricating the connection with saline and reengaging the lock with the test cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. This process was performed with a test apical cuff, which resulted in the same findings. Compared to the test cuff, the rotation of the returned cuff felt and functioned the same. The cause of the reported blood leak and apical cuff engagement issue could not be conclusively determined. The account submitted two videos and one photo for evaluation. The account indicated that the photo was a picture of one of the account's demo cuffs and is not applicable; it was inadvertently submitted it with the videos from the case. The first video showed the pump attached to the apical cuff in the chest cavity. The cuff was held with a tool and the pump was able to rotate around the cuff while the cuff lock was engaged. The second video showed the cuff being pulled up away from the pump using force with a tool, and the pump was again able to spin while the cuff lock was engaged; however, these videos could not conclusively determine if the cuff rotated easier than normal. The lvad event and periodic log files retrieved from the returned device captured events consistent with the implant surgery and appeared to show the device functioning as intended for the duration that it was powered. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25nov2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion no device-related issues were identified during the evaluation of heartmate 3 lvas, serial number (B)(6). The reported event could not be confirmed, and a specific cause for the reported event could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 18.5¿ from the pump header. The distal portion of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock was properly engaged to the apical cuff upon the pump¿s return for evaluation. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled, and the returned apical cuff was connected. The cuff lock engaged with the cuff without issue. Rotating the cuff within the engaged lock found that the connection did not feel loose. Lubricating the connection with saline and reengaging the lock with each test cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. The cause of the reported blood leak could not be conclusively determined. The lvad event and periodic log files retrieved from the returned device captured events consistent with the implant surgery and appeared to show the device functioning as intended for the duration that it was powered. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25nov2021. No further information was provided. The manufacturer is closing the file on this event.